Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to clogging of nozzle, air/water supply volume did not meet the standard value. In addition to evaluation in b5, due to damage on flexibility adjustment ring, water tightness was lost. Due to a crack on scope cover, water tightness was lost. Due to a crack on scope body, water tightness was lost. The air/water cylinder had discoloration. The suction cylinder had discoloration. The switch box had a scratch. Forceps channel port was deformed. The grip had corrosion due to water leakage. The mountain had corrosion due to water leakage. The plug unit was damaged. The outside shield unit had corrosion due to water leakage. Due to burn on plastic distal end cover, insulation resistance value at distal end did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Due to wear of angle wire, the play of right/left knob was out of the standard value. The objective lens had a crack. Light guide lens had a chip. The bending tube was deformed. Connecting tube had a scratch. The connecting tube had a wrinkle. The universal cord had a wrinkle. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
A customer to olympus, the evis exera iii colonovideoscope experienced an air/water flow issue from the air/water flow system. There was no report of patient harm associated with this event. The customer reported an air/water flow issue from the air/water flow system on 17may2023. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the nozzle was clogged with a white reside, due to insufficient reprocessing.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign body could not be identified. The root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: inspection of the air-feeding function. Inspection of the objective lens cleaning function. Olympus will continue to monitor field performance for this device.